Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had over-delivered for the food bolus. The customer did not have enough food to cover the amount of insulin delivered and as a result the blood glucose level was 20 mg/dl. The customer was treated in the emergency room (ER) with intravenous fluids. The customer left the ER with a bg of 156 mg/dl and was stable.